Event description:
A cartridge change error was reported by the customer, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. The cartridge o-ring was found to be out of place and damaged, and despite filling a new cartridge and following various troubleshooting steps, the customer was unable to successfully load the cartridge onto the pump. The error recurred with a second cartridge, leading to the decision to replace the pump. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support guided the customer on putting the pump into storage mode and returning it with a pre-paid label, which the customer acknowledged and understood.